Manufacturer narrative:
Unit had intermittent button response due to moisture damage on keypad trace. No scroll bar/ramping numbers without button press noted. No unexpected failed battery test or battery out limit alarms noted. Cracked on reservoir tube, missing end cap sticker and cracked battery tube threads noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 212 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.